Event description:
This is a non-us event. The product malfunction occurred in (B)(6). Consumer was removing a tampon and the tampon broke inside her on 2 separate occasions. She removed the remaining piece on her own but will see a physician as a follow up since she has cervical cancer.

Manufacturer narrative:
Device history record reviewed and indicated product met specifications. Info from this incident will be included in our product complaint and MDR trending analysis. Consumer did not return product for evaluation.